Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed a jumbled or distorted screen without visible physical damage, which temporarily resolved after a restart but recurred, and a photo corroborated the display issue; blood glucose was reported as not impacted, and a replacement pump and accessories were arranged. Symptoms included no adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of customer-reported images, technical support troubleshooting, and device replacement with instructions for data sync, shutdown, and return. Investigation of the returned device revealed a recurring display malfunction consistent with a screen visibility issue attributed to the user interface/display component, with no associated alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the display module.